Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection at the ipg site. There was redness noted at the ipg incision site. It was unknown what caused the infection. The infection was not procedure related. The patient was placed on antibiotics. Additional information was received that the patient was cleared from the infection by the physician.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection at the ipg site. There was redness noted at the ipg incision site. It was unknown what caused the infection. The infection was not procedure related. The patient was placed on antibiotics.